Event description:
Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. Device issue: none. It was reported via trial that on (B) (6) 2007, the pt underwent stenting in the predilated mid left anterior descending (lad) artery with one xience v stent. On (B) (6) 2009, the pt experienced angina and ischemia. Th pt underwent diagnostic coronary angiography and revascularization on (B) (6) 2009 in the proximal lad. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Angina. Ischemia and stenosis are known adverse events as listed in the no fault risk assessment and xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship, if any, to the device cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeled.